Event description:
It was reported the customer received an unexpected restart alarm on their insulin pump. Customer's blood glucose was 301 mg/dl. Customer also stated they had a battery out limit alarm and a low battery alert on their insulin pump. The customer stated their temp basal was not programmed before the unexpected restart alarm occurred. The customer requested to have their insulin pump replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.